Event description:
Additional information was received that the patient increase in seizures were not related to vns and were below pre-vns baseline. The patient was having an increase in atomic head drops with shoulder shrug.

Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the patient had experienced an increase in seizures since his previous visit on (B)(6) 2011 and required medication changes. On (B)(6) 2011, he began to experiencing more tonic seizures so the lamictal was increased. The patient was noted as experiencing 1-2 seizures per week at the time of the note. Diagnostics on (B)(6) 2012 showed normal device function. The increase in seizures at the office visit were noted as "under fairly good control" with the lamictal and vns. Attempts for additional information have been unsuccessful to date.